Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 144(mg/dl). Additionally, it was reported that an occlusion alarm occurred, however, the customer declined troubleshooting. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue could not be verified. Additionally, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Additionally, a different issue was identified.